Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient prestented to the healthcare facility due to low heart rate and right ventricular (rv) lead no capture. Device interrogation showed undefined and high impedance, and no capture noted on the right ventricular (rv) lead. The implantable pulse generator (ipg) triggered elective replacement indicator (eri), approximately seven months prior to facility visit. Ipg testing was not performed due to low ipg battery voltage. Patient evaluation revealed heart rates in the twenties. The ipg was explanted and replaced. The rv lead was capped and remains in the patient out of service. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.